Event description:
It was reported by the customer that their insulin pump had alarmed customer stated that they had attempted to troubleshoot when the device alarmed. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 226 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit power up properly after battery installation. Unit received with operating currents within spec. No unexpected battery out limit alarms or unexpected off no power alarms noted. Unit was monitored and no black screens or display anomalies were noted. Several alarms were found at the alarm history file. Alarms due to a corrupted history file. Unit received with broken battery cap. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window.